Manufacturer narrative:
Results of investigation: the suspect component was returned for investigation. No exact root cause has been determined as the overall failure rate is within the expected range.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bedside nurse alerted during bellavista 1000 unit is alarming low ventilation while connected on a patient. An air leak is heard and discovered that the flow sensor is broken. Furthermore, there was no patient harm reported associated with this event.